Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071-53 lead implanted: (B)(6) 2012; 5071-53 lead implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that there was unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.